Manufacturer narrative:
Retroactive audit of complaint files determined filing.

Event description:
After 6 passes, upon removal of the device from the sheath; the nosecone housing came apart near the head of the sheath. The tip caught in the sheath. The physician was able to retrieve the nosecone without further complications. No pt implications.